Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was observed that the controls on the main keypad were damaged and unresponsive. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. The main keypad was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.